Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. There was no material missing as result. The root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is commonly attributed to mishandling/misuse.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted partial nephrectomy procedure, there was an engagement issue with the maryland bipolar forceps (mbf) instrument and during sterilization, there was damage found at the end, possibly a cable problem. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury.